Manufacturer narrative:
Batch review performed on 18-oct-2022: lot 2002808: (B)(4) items manufactured and released on 10-jun-2020. Expiration date: 2025-06-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review.

Event description:
At about 1 year and 9 months after the primary surgery, the patient came in reporting instability and the cause of the instability is unknown. The surgeon revised the insert (10 mm) with a thicker one (12mm) and the surgery was completed successfully.